Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5056765) in united states on 23-oct-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Consumer stated that she had cramping, sharp/stabbing pelvic pain, ovarian cysts, discharge (odor/no odor), excessive bleeding during period (menorrhagia), night sweats, loss of libido, hot flashes, painful periods (dysmenorrhea), painful intercourse (dyspareunia), urgent/frequent urination, uti (urinary tract infection), bladder infection, itching, burning, stinging, stabbing of vaginal entrance (vulvodynia), breast pain/tenderness, abdominal spasms/twitching/fluttering, pain in back, joints, chest, legs, neck, spine, hips, chronic pelvic pain, all over body aches/pain, nausea, vomiting, gas, constipation, diarrhea, severe bloating, metallic taste in mouth, heartburn, bowel issues, neurological, mental health, headaches or migraines, dizziness, tingling sensations, numbness, brain shocks, nerve pain, brain fog-cloudiness, forgetfulness, anxiety, panic attacks, mood swings, seizures, depression (sadness/suicidal thoughts), ringing in ears (pulsatile tinnitus), black out, spells/fainting, diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory loss), numbness in thigh (meralgia paresthetica), numbness/tingling in extremities (hands/feet), sensation of burning, stinging, tickling or prickling of skin (paresthesia), nerve pain, tremors/shakiness, dizziness, unexplained/easily bruising, rheumatoid arthritis inflammation, heightened allergies/allergic reactions, hives, rashes, cysts, boils, acne, skin irritation/itching, swelling of legs or feet, hair loss or changes , hard to manage, thyroid disease (hypothyroid), degenerative bone disease, gallbladder issues (removal), swelling/numbness in jaws/lips, muscle spasms, vision problems (floaters, blurred vision, decreased vision), excessive sweating, dry skin/hair/eyes, severe bloating. The follow-up received from consumer has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2581), awareness date 02-nov-2015. Result and assessment of the product technical complaint investigation received on 16-nov-2015. Consumer also reported she experienced vision problems, severe bloating, carpal tunnel and chronic metal toxicity. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. In summary, a relationship between the reported medical event(s) and a quality defect is excluded. Correction 30-nov-2015 following company internal coding review: the previous event term neurological, mental health was recoded to meddra llt mental impairment. Legal claim received on 13-jun-2016. The consumer's date of birth was updated (she was (B)(6)). Essure was inserted in (B)(6) 2014. Shortly after undergoing the essure procedure, an hsg (hysterosalpingogram) test was performed and she was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, pain during intercourse, chronic fatigue, dental problems, excessive rashes and excessive hair loss. On (B)(6) 2016, hysterectomy was done and essure was removed. Company causality comment: this spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and experienced seizures, depression (sadness/suicidal thoughts), black out, gallbladder issues (removal), neurological, mental health, rheumatoid arthritis /inflammation, chronic metal toxicity and sharp/stabbing pelvic pain / chronic pelvic pain. About 1 year and 11 months after essure insertion, a hysterectomy was done and essure was removed. All events are serious as medically significant and only sharp/stabbing pelvic pain / chronic pelvic pain is listed according to essure's reference safety information. In this case, plaintiff experienced sharp/stabbing pelvic pain / chronic pelvic pain post-procedure period of essure insertion. Considering compatible temporal relationship and lack of plausible alternative explanation, a causal relationship with suspect insert cannot be excluded. Regarding the remaining events, there was a lack of comprehensive medical information for proper assessment of the events, such as consumer's history, concurrent conditions, concomitant drugs, and details related to the events. Considering the local action of essure, the causality between the events and essure is unlikely. Therefore, company so far deems the events as unrelated to essure. In addition non-serious events were reported. This case was upgraded to incident since surgical intervention was performed. The product technical investigation concluded, no product quality defect was confirmed/identified, a relationship between the reported medical event(s) and a quality defect is excluded. Further information will be obtained through the litigation process.